Manufacturer narrative:
Pump was received with blank display due to cracked and bleeding on lcd glass. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump would not turn on after found scratches over screen. Customer reported that the battery cap was normal. Insert battery alarm did not displayed on screen. Customer reported insulin pump did not respond to any button. Display did not returned after restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.